Manufacturer narrative:
A complete preventive maintenance was performed on the unit and it was within specifications; no issues with the equipment were noted and the equipment was returned to service. No malfunction was reported during the event.

Event description:
Allegedly, the doctor performed a renal eswl on the patient. Post procedure, the patient exhibited severe pain. Hospital staff confirmed renal bleeding. The patient was hospitalized due to renal bleeding and received transfusions; his hospitalization was extended due to pulmonary emboli. The hospital addressed the bleeding and a vena cava shield inserted to address pulmonary emboli. Patient was discharged (B)(6) 2015 or (B)(6) 2016.